Manufacturer narrative:
(B)(4). Corrections: contact office first and last name; reg number. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effects of death, hemorrhage, and perforation are listed in the perclose proglide instructions for use as known adverse events. In the absence of device returned for analysis, a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a valvuloplasty leak interventional procedure. Reportedly, the first proglide suture was placed successfully. The second proglide device was inserted with no bleed back seen. The device was removed. A guide wire could not be advanced. A 4f sheath was inserted and an angiogram was taken that revealed a perforation. A pigtail guiding catheter was inserted and another angiogram was taken which showed a large perforation at the distal iliac. An 8 x 100 viabahn covered stent was placed to seal the perforation via the right side. The stent was post dilated with a mustang balloon. Pre-existing anemia had improved prior to the procedure. After treatment for the perforation, hemoglobin level was 5.6. The patient was taken to the intensive care unit. Platelets were given. The patient became acidotic and expired on (B)(6) 2019 from abdominal compartment syndrome due to retroperitoneal bleeding. The physician felt the patient's condition caused death; however, the perforation was due to proglide use. No additional information was provided.